Event description:
It was reported that the patient had worn the pod on their abdomen for an unknown duration. The patient reported an automated restriction alarm; automated mode became unavailable overnight, insulin delivery stopped, and the patient awoke with a blood glucose of 400 mg/dl (22.2 mmol/l). The patient used an insulin pen and had not yet placed a new pod at the time of the call. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was returned for evaluation, and the exposed portion of the soft cannula was found to have a tear, as fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. The download data from the returned device showed that no hazard alarms had been generated by the pod. No issues were observed that would result in a hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.